Event description:
It was reported that during a procedure, the hand port broke. A new device was used to complete the procedure. There was no impact to the patient. The device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.